Event description:
In (B)(6) 2015, the patient underwent an ifuse si joint arthrodesis where three implants were placed. The patient complained of leg pain after the initial surgery. A post-op CT scan showed that the most superior implant was impinging on the neuroforamen. Two days following the initial surgery, the surgeon performed a revision surgery where he removed the impinging implant and replaced it with a shorter implant that didn't impinge on the neuroforamen. The patient had complete leg pain relief following the revision surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.